Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. Blood test strips were used and the machine alarmed. Estimated blood loss was 100-150 cc. The patient had no adverse effects. Sample has not been received by the MFR.